Manufacturer narrative:
(B)(4). D10: cat #: 30113607 / g7 vit e 10deg lnr 36mm g / lot #: 66199249. Cat #: 20113607 / g7 longevity 10deg lnr 36mm g / lot #: 65312409. G2: spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, two liners would not assemble with the shell. The procedure was completed with a cemented shell. There was not harm or health consequences to that patient. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-02540. 0001822565-2024-02541. This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d4; g3; d9; h2; h3; h6. Upon visual inspection there are wear marks to the screws. The shell has missing porous coating on the outer radius along with scratches to the inner radius. The center screw hole threads have visible damage. The device is checked 100% at manufacturing with the cmm data available inside of the DHR. Due to this no other measurements were taken. The event was confirmed based on the evaluation of the provided photo. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.